Event description:
It was reported that during laparoscopic appendectomy procedure, the device was operated and the jaws popped open and the cartridge flew out. Then when the device was fired there was a big clump of malformed staples. Another same like device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
D4; h4: info anticipated, but unavailable at this time.